Event description:
The micro sagittal saw was sent in for evaluation due to overheating during a podiatry procedure. A readily available replacement device was used to complete the procedure without any procedure delay. No adverse event was associated with the device.